Manufacturer narrative:
Batch review performed on 18 january 2024. Lot 2107041: (B)(4) items manufactured and released on 29-sept-2021. Expiration date: 2026-sept-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional involved implants. Batch review performed on 18 january 2024 on gmk-sphere 02.12.0025l femoral component sphere cemented size 5+ l (k140826) lot. 2116101 lot 2116101: (B)(4) items manufactured and released on 31-jan-2022. Expiration date: 2027-01-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 18 january 2024 on gmk-sphere 02.12.0610fl tibial insert fixed sphere flex size 6/10 mm l (k121416) lot. 2108932 lot 2108932: (B)(4) items manufactured and released on 04-oct-2021. Expiration date: 2026-sept-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At 1 year from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components, performed a washout, and reimplanted permanent hardware. The surgery was completed successfully.